Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that refrigerator was grayed out, and pyxis indicated a storage failure; attempts to recover the failed storage were unsuccessful. A field service engineer (fse) worked with the user remotely. The customer confirmed that smart remote manager (srm) had triggered a bogus failure. The customer used the key to force the failure and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had refrigerator greyed out and pyxis was notified as failed storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.